Event description:
It was reported to boston scientific corporation that a precision speedtac transvaginal anchor system was used during a procedure on (B)(6), 2008. According to the complainant, post-procedure, the patient experienced pain, mesh erosion, infection, urinary problems, and dyspareunia (specifics and date/s of onset unknown). All other information is unknown and unavailable.